Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced multiple ¿alert 38 ¿ motor stall¿ restart alarms, estimated at 8¿9 occurrences, concentrated on one set of supplies, with no impact to blood glucose; the customer was advised to replace the infusion set and reservoir, use new insulin, and monitor for recurrence, consistent with a mechanical device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified during troubleshooting, consistent with a device motor stall event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.